Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2017-00329. It was reported the patient's left ipg was superficial. As a result, the ipg pocket was revised on (B)(6) 2017. During the surgery, the physician cleared out the scar tissues and made the left ipg deeper. The patient has two scs systems. Both ipgs are being reported because it is unknown which ipg is on the left.

Event description:
Device 2 of 2: reference MFR number: 3006705815-2017-00330. Follow-up revealed the patient was doing well following the procedure.